Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # v100937, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced shocks in their feet which caused excruciating pain and they didn¿t know if it was neuropathy or from the device. There was no known accident or incident related to the event. It was reported that the shocks were typically felt at night when the patient lied down and they had been happening off and on for a while now although the patient could not state how long. It was noted that the patient¿s health care provider (hcp) told them to contact the manufacturer with their questions. Additional information received reported that the patient was trying a new program to see if it changed the feeling in their feet. The diagnostic impedances were fine with the device, no malfunctions were seen, and the cause of the issue was not determined. It was noted that the patient tried a new program on (B)(6) 2014. The patient¿s symptoms were ok and their therapy was working. It was reported that the patient had neuropathy and tingling and was trying the different program to see if it helped.